Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient had concerns regarding the presence of painful lumps in breasts with soreness to touch, a feeling of tightness in chest and what is described as ¿general significant fatigue, concerns regarding the development of bia-alcl. This surgery indicated that the implants had ruptured. Continues to experience further lumps in breast area as well as between breasts and at underarm area. This has had a profound impact on physical and mental health. Remains concerned about developing bia-alcl. Prognosis remains uncertain and further adverse sequelae cannot be ruled out. Device has been explanted.